Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-200a, vcare 200a ¿ small was being used during a robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, ureterosacral ligament suspension, cystoscopy on 3june22 when it was reported that product had broken during the procedure inside the patient. Further assessment found that ¿product broke¿ was further clarified to mean the components separated from the manipulator while trying to slowly remove the uterus/cervix. The surgeon operating the robot console had to scrub in to retrieve the pieces that came off the long white manipulator. The surgeon used regular surgical instruments and manually manipulated the specimen out, without issues. The extra blue piece, the green dome, and the small blue balloon were all removed from inside patient and examined on the back table. It was determined that all the parts were present. There was no report of fragmentation. It was reported that there was no delay to the surgery. There was no injury to the patient, no medical intervention or extended hospitalization was required for the patient. The patient went home the same day of the surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-6085-200a, vcare 200a ¿ small was being used during a robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy, ureterosacral ligament suspension, cystoscopy on (B)(6) 2022, when it was reported that product had broken during the procedure inside the patient. Further assessment found that ¿product broke¿ was further clarified to mean the components separated from the manipulator while trying to slowly remove the uterus/cervix. The surgeon operating the robot console had to scrub in to retrieve the pieces that came off the long white manipulator. The surgeon used regular surgical instruments and manually manipulated the specimen out, without issues. The extra blue piece, the green dome, and the small blue balloon were all removed from inside patient and examined on the back table. It was determined that all the parts were present. There was no report of fragmentation. It was reported that there was no delay to the surgery. There was no injury to the patient, no medical intervention or extended hospitalization was required for the patient. The patient went home the same day of the surgery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage,fully retract the vaginal cup to the handle and carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient.there are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon, the forward ¿cervical¿ cup, the back or vaginal cup, the locking assembly with thumb screw, the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.